Manufacturer narrative:
This report is submitted on 15 oct 2020.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2020, due to the reported performance decrement of the implant. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on 03 march 2020.

Event description:
Per the clinic, the patient experienced a head trauma and subsequent swelling and was treated with antibiotics (date not reported).